Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. The (B)(6) facility declined to provide the information. No tests/laboratory data was available. No information was available. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure where the manufacturer's catheter device was being used for diagnostic purposes, the catheter was used for evt endovascular therapy. During crossing the lesion, inside the body, the image disappeared. There is no patient injury. Additional information obtained indicated the device was inspected when it was removed from the package and no damage was observed, nor was damage observed during prep. No additional intervention was required. Patient did not experience any events and was discharged as expected. Procedure was completed with another same device. Visual and microscopic inspection and an image test were performed on the returned device. Damage was observed on the device. There were protruding microables at the rx bond. The device was recognized by the system and produced a proper image. The device became intermittently detected by the system upon manipulation of the device at the distal shaft. The probable cause of the reported failure is electrical issues caused by damage in use, as evidenced by damage observed on the device, e.g.: kinks in the catheter shaft, the bend on the scanner, and the deformed tip. It could not be conclusively determined when or how the cause of the failure occurred. The probable cause of the protruding microcables at the rx bond is manufacturing procedure not followed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. This event is being reported because microcables were protruding from the device. There is a potential for harm if the event were to recur.